Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 28 mmol/l. Troubleshooting steps were provided for critical pump error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error alarm not confirmed.